Manufacturer narrative:
(B)(4). Concomitant medical products: cocr modular head # item 11-363661 lot 734460, e-poly # item ep-108223 lot 332150, tprlc 133 fp type1 pps so 8.0 # item 51-100080 lot 2461970. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10816 and 0001825034-2018-10818. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery approximately six years post initial surgery due to metallosis and wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos and x-rays provided. Photographs of head, liner and shell were provided. It was identified the outer diameter of the head had multiple metal scratches/ scuffings likely caused due to metal on metal interactions with the cup. The lip of the liner was fractured and wear is noted on the inside of the liner. X-ray review identified eccentric position of the prosthetic head within the acetabular cup with subsequent revision and anatomic alignment. Given the history of metallosis and eccentric head position, this is consistent with metal wear. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.